Manufacturer narrative:
Updated fields: h2, h6, and h11. Corrected data/additional information: intuitive surgical, inc. (Isi) obtained the following additional information: the harmonic ace instrument in question was thoroughly inspected prior to use, and no damage or anything out of the ordinary was observed. The surgeon was performing dissection when the fragment from the instrument unexpectedly fell inside the patient. The instrument had been in use for approximately 30 minutes before the fragment detached. No functional problems noticed with the instrument during the surgery, and it did not collide with any other instruments or hard materials at any point. The surgical staff did not encounter any resistance upon removing the instrument through the cannula. Post-event inspections revealed no damage to either the cannula or the instrument. The fragment was retrieved using a similar instrument, but not all fragments were confirmed as being retrieved. No additional surgical procedures or post-operative tests like x-rays or ultrasounds were performed due to the event. The procedure was successfully completed using a backup harmonic ace instrument. The patient has not returned to the hospital for any post-surgical complications. The retrieved fragment was discarded and will not be sent back.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument broke. The fragment was retrieved during the same procedure. The procedure was completed.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have blade damage. The blade edges were indented, which prevented the blades from closing and caused energy recognition failures. The instrument was placed on an in-house system and connected to an in-house energy generator. A torque wrench was used to tighten the assembly. The instrument failed the energy recognition test and a "tighten assembly" message was generated.

Event description:
Refer to h11 for follow-up information.